Event description:
On (B)(6) 2011, pt reported that she experienced severe hypoglycemia on (B)(6) 2011. Pt reported that she has lost the ability to recognize low blood glucose and that she "passed out." Her daughter called an ambulance, and blood glucose was 22 mg/dl when the ambulance arrived. Pt reported her blood glucose elevated to 70 mg/dl after treatment was received (type of treatment was not provided). Normal blood glucose is 100 mg/dl. Infusion device was replaced and requested for eval. Three attempts were made to gather add'l info, and these were unsuccessful.